Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample was returned; however, one (1) picture of the IV set, and a copy of an excel spreadsheet with a list of complaints were provided for evaluation. Both evidence provided were reviewed, and it was determined that evidence provided was not sufficient to support a proper evaluation. Based on these findings, the reported issue was not able to be confirmed. A review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample was returned; however, one (1) photograph of the IV set, and a copy of a spreadsheet with a list of complaints were provided for evaluation. The photograph of the IV set and the spreadsheet copy were reviewed, and the evidence provided was insufficient to support a proper evaluation. Device evaluation was conducted onsite on october 14, 2025, by the director postmarket surveillance utilizing item: 8713051u "infusomat space pump" serial number: (B)(6) provided by health sciences center. The unit was decontaminated utilizing a bleach solution and then filled with water. No visible evidence of leakage or air ingress was observed. The set was loaded into the pump with the service key installed. The sensor output of the water-filled line was 1147 millivolts. The segment of tubing which contacts the air sensor was removed from the set for hand-carry return to the allentown, pa complaint investigation team for evaluation of tubing diameters to verify conformance to specification. Data collected during the on-site evaluation did not support the conclusion that the reported event originated from a manufacturing defect present in the pump administration set. A measurement of the outer diameter of the pump segment tubing was taken and found to be 0.153 inches which meets the specification of 0.152-0.154 inches. Based on the investigation finding, the reported defect was not confirmed to be due to the manufacturing process. A review of the device history record (DHR) was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Event description:
As reported by the user facility: air in line during use. Impact to patient: delay in treatment. Action(s) taken changed out pump (isolate and send to bioengineering department), followed b braun tips to resolve alarms (air-in-line and occlusion), repeated priming to clear air, tubing replaced (triple bag and send to material management). Medication / fluid propofol IV rate 5.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.